Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported:"stratafix suture, snapping " please clarify if this means: suture broke, the needle broke or did the needle detached from the suture? Lot number? Procedure date? Event day? Patient's present condition? What was used to complete the procedure? Device return status/follow up.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and a barbed suture was used. During the procedure, the suture snapped. There were no adverse patient consequences reported. Additional information has been requested.